Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to start up. Upon further investigation fse found the device cannot detect os disk and status light of host pc hard disk was abnormal. Fse connected os disk to mainboard directly, bypassed disk tray, restored the ghost image and restarted the system. After repair action, the system was returned to normal. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer can't enter application interface, after system startup. The "philips" logo is displayed on data monitor all the time. There was no reported patient or user harm.